Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the bent fin nail is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. The pediatric fin nail was replaced nine months after the initial surgery with an 8mm x 320mm, standard nail using one proximal screw and one distal screw . An additional osteotomy and bone graft were performed at this time. Sign fracture care international will continue to monitor these events as part of our post market activities.

Event description:
It was reported on (B)(6) 2015, that a sign pediatric fin nail implanted on (B)(6) 2014 to repair a fractured left femur; was replaced due to bending of the nail. An additional osteotomy and bone graft were also performed.